Manufacturer narrative:
The insulin pump was received no button response due to flattened act and up button dome switch. No unexpected numbers ramping during testing. No cosmetic damage noted.

Event description:
It was reported that the insulin pump had sticking buttons and scrolling numbers. The customer did not know the blood glucose reading. The customer stated that the up and down arrows were getting stuck, causing the numbers to rise and fall. She also noted that she was trying to give a bolus when the numbers began scrolling on its own. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.